Manufacturer narrative:
(B)(4).the sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through CAPA (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 5 of 5. The technical service representative (tsr) helped the home patient (hp) to clear the error then informed the hp of the errors meaning. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated that right after the call they ended the therapy on the machine for the night. The cg stated the next morning they manually drained out the patient and did their last fill manually as well. The cg stated they did talk to their registered nurse (rn) regarding the alarm. They stated they did not notice anything unusual with the supplies that could have caused the alarm. They stated overall the patient is doing fine with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.